Event description:
It was reported that the patient presented for follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise oversensing resulting in pacing inhibition. The rv lead was capped and replaced on 18 jul 2022. The patient was in stable condition throughout the procedure.